Event description:
Complainant claims the screw cap rotated during insertion, preventing assembly with rod, thus causing a delay in surgery.

Manufacturer narrative:
The investigation showed that the screw caps rotated such that the slots did not alighn properly with the polyaxial head. The investigation was unable to determine whether this was caused by a problem with the driver shaft or was otherwise caused. A new version of the driver shaft eliminates the possibiliby or the cap to rotate during insertion.